Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl. Customer's also had blood glucose was 108 to 118 mg/dl. The customer was treated with cookies. Customer declined to troubleshoot for low blood glucose. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis. Sensor will be returned for analysis.